Event description:
End user alleges while operating the motorized wheelchair she drove off the edge of a ramp and was hospitalized. End user was not wearing a seat belt.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported driving off a ramp and not using the seat belt while operating the motorized wheelchair. The owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees". "Never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator". "Always use the seat belt".